Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2024, a 22mm amplatzer septal occluder was chosen for implant using a 9f amplatzer trevisio intravascular delivery system. During procedure, the device had a bulgy shape. There was proximity of the device to the aortic root during deployment. There was no angulation or kink in the delivery system. The device was removed from the patient and placed in a heated serum and repositioned. However, the device remained deformed, so a 20mm amplatzer septal occluder was successfully implanted instead. There were no reported adverse patient effects. The patient was discharged.

Manufacturer narrative:
An event of device deformity was reported. A returned device inspection could not be performed as the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all defined manufacturing specifications. Imaging received appeared to show device deformity but could not be confirmed. Based on the information received, the cause of the reported device deformity could not be conclusively determined. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device.